Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported left side "packaging complication". The device was implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: --tyvek or thermoform sticking: no observed containers sticking on the photos attached. No additional observations are performed.

Event description:
Healthcare professional reported left side "packaging complication". The device was implanted.